Event description:
It was reported that there was a revision of the exeter stem and secur-fit cup due to patient pain. Intraoperatevely the surgeon noted the stem may have been loose.

Manufacturer narrative:
The catalog number and lot code of the device were not provided. The device was reported an an unknown exeter stem. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.